Event description:
Per email: we have a vial of gammagard s/d that has a small blue particulate in the vial when it was reconstituted. We think it is the stopper. We ended up not using it and had to use an additional vial for the patient's dose. Is there any way we can get replacement product or reimbursement for the damaged product. We have the vial if we need to send it back. Follow up information: 19jun2025 reporter responded to ms via email with the following information: please provide lot# if available. Ndc 0944-2658-04 10g lot: be08f004ac. Was there any patient injury or medical intervention needed as of result of this incident? If yes, please explain no this was discovered before leaving the pharmacy. Please describe the steps followed in preparing the vial for administration, prior to the issue occurring. Was the crimp cap firmly secured on the vial prior to or before removing the blue flip off cap? No issues were noted while dispense prepping. Was a tool used to remove the flip-off cap? No tool was used to remove the flip top did the crimp cap move while removing the blue flip off cap from the vial? No issues were noted. How was the spike inserted into the stopper? No issues were noted from tech that compounded product. What gauge needle was used to spike the stopper? No needle was used. Only the bd mini spike with the sterile water and the spike that came in the kit. Is the sample available and/or picture(s) available for evaluation? For sample, please provide address to send return prepaid packaging. Photos is shown below. I do not believe you can see the blue stopper from the photo. We have product saved for investigation. 04aug2025 sample has been delivered. Case was reopened for sample evaluation. Based off preliminary results and results thereafter, initial subcategory was changed to stopper coring.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Complaint evaluated to be likely related to reconstitution technique and use error. The instructions regarding the product reconstitution are clearly described in the product insert sheet provided with each gammagard sd commercial unit. No additional corrective actions required at this time.